Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 623 mg/dl. Prior to the event, the customer experienced blood glucose levels in the range of 400 mg/dl. The customer's wife changed the entire infusion set, but that had no effect on the blood glucose levels. It was stated that the customer's doctor requested a replacement insulin pump without conducting any troubleshooting. It was also stated that the customer may benefit from a different type of infusion set due to the customer being so lean. Nothing further was reported.